Event description:
It was reported that during thoracotomy procedure, they fired the initial firing and it fired correctly, they used buttressing material and when reloaded on the second firing when crossing the staple line, the stapler jammed and had an incomplete staple line. They were using buttressing material and firing over an existing staple line when this occurred. They used an autosuture gia was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was received in good visual conditions and with a cartridge loaded in the device. The cartridge had the proximal 7 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted, and then restarted. In addition, the cartridge staple retainer was received with staples stuck to it, indicating that the retainer was not removed prior to firing the device. It should be noted that the cartridge is designed to lockout, as a safety feature, if any staples have been fired from the cartridge. In addition, the instructions for use state, "caution: complete the firing stroke. Failure to complete the stroke may result in incomplete staple line." The cartridge was manually unlocked and the device was tested for functionality with the returned cartridge and if fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.